Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's drain volume was 3221ml. The largest prescribed fill volume was 2000ml, which meets iipv criteria. According to the nurse she was not aware of the patient's 3221ml drain on (B)(6) 2010 as the patient did not report it. Additionally, the patient did not report any symptoms of overfill. The patient has resumed therapy since this event. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, use error, tidal ultrafiltrate removal set too low. The device will be routed to the service area.